Event description:
Patient reported experiencing elevated blood glucose level of 420 mg/dl on the morning of (B)(6) 2013; took correction via the infusion device. Patient stated in the morning of (B)(6) 2013 he experienced elevated blood glucose reading again of 320 mg/dl; took correction via the infusion device. Patient's mother reported she checked patient's blood glucose level with a reading 276 mg/dl; patient took correction via the infusion device. Patient's normal blood glucose level was not provided. Mother stated she noticed the infusion device was in stop mode but her son did not stop the infusion device. Mother reported the key lock was not activated. Mother stated when the patient goes to bed they activate the key lock. Patient reported on (B)(6) 2013 at 1 am the infusion device was working fine and his blood glucose level was fine. Patient stated at 4:30 am, the infusion device was in stop mode but his blood glucose level was okay. Patient reported he could not deactivate the key lock so he removed and inserted the battery again. Patient stated he can now deactivate the key lock. Patient complains that the infusion device shuts down without any alarm and error message. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy and the occlusion limits were tested successfully and comply with the product specification. Also the alarm functions were tested successfully and no malfunction could be observed during the technical investigation. The buttons passed the optical and functional investigation successfully and comply with the product specification too. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: from (B)(6), nothing unusual were found in the history list that could indicate a malfunction or to less delivery. All programmed basal and bolus were delivered successfully by the pump. However since (B)(6) the customer gave no boluses via the pump. The pump delivered the programmed basal rate only. As result the day totals decreased to an amount of 9.8 iu per day. On (B)(6) at 19:08 the customer stopped using the pump battery cover: the battery cover passed the optical inspection. The problem mentioned by the customer could not be reproduced.